Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 05/27/2009 that a customer had an issue with a hemodialysis catheter. The customer reports the catheter was placed on (B) (6) 2009; they tried to run the catheter and determined the catheter was leaking. Patient was sent to interventional radiology on (B) (6) 2009 and when the catheter was flushed, leak was found in the back end. Catheter needed to be removed and replaced.